Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two hemopro 2 devices did not provide proper insufflation. With the first device, the tubing was removed and it was apparent that the co2 was flowing; however, when the tubing was again plugged into the port, the tunnel still would not form. The filter was cut off, but the insufflation was still not working properly. The dissection was completed with minimal co2 flow. During branch dissection, the distal insufflation was used, but the tunnel would not form. The second hemopro 2 device was opened, but again, the tunnel would not form. After a few minutes, the tunnel opened. The second device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).